Event description:
Follow-up information indicated the patient's lead had migrated after she suffered a fall. The patient is experiencing effective therapy following the explant and replacement of the lead.

Manufacturer narrative:
Corrected data: date of explant.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's stimulation became ineffective after suffering a fall. Surgical intervention was undertaken and the lead was explanted and replaced.